Event description:
Previously reported stenosis 13 months post index procedure was treated with 1 x non mdt pta and 2 in.pact admiral balloons.

Event description:
The patient outcome was reported as recovered following the previously reported stenosis. The cec has adjudicated that the previously reported stenosis was related to the study device, but not related to the procedure or drug.

Event description:
During index procedure one in.pact admiral paclitaxel-eluting pta balloon catheter was used to treat the right sfa and one in.pact admiral paclitaxel-eluting pta balloon catheter was used to treat the right popliteal. Thirteen months post index procedure, the patient experienced stenosis of right sfa (unk %) and popliteal (70 %). Patient received deb as treatment. An in.pact admiral paclitaxel-eluting pta balloon catheter was used as treatment of the right popliteal. Investigator assessed that the event was possibly related to the study device, procedure and paclitaxel.

Manufacturer narrative:
Results, conclusion: restenosis requiring revascularisation. (B)(4).